Event description:
It was reported that the ilet screen became unresponsive, showing a brief blue circle on power-up and then no further function, and the device did not respond when placed on the charger despite correct orientation. Symptoms included interruption of insulin delivery requiring the user to discontinue ilet use. Outcomes included transition to backup therapy and shipment of a replacement device. Investigation included customer service troubleshooting and verification that charging steps were followed. Investigation of this case revealed a suspected device malfunction related to the user interface or display subsystem that prevented normal operation despite attempted charging. It was concluded, based on previously established findings for similar reports, that the cause was an electrical or display failure of the device. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.